Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy') and genital haemorrhage ('excessive bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraine"), arthralgia ("joint pain"), pain in jaw ("jaw pain"), tooth disorder ("dental issue"), feeling abnormal ("brain fog"), abdominal pain ("abdominal pain") and dysmenorrhoea ("painful menstrual cycle"). The patient was treated with surgery (ablation and essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the allergy to metals, genital haemorrhage, migraine, arthralgia, pain in jaw, tooth disorder, feeling abnormal, abdominal pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, allergy to metals, arthralgia, dysmenorrhoea, feeling abnormal, genital haemorrhage, migraine, pain in jaw and tooth disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-oct-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy') and genital haemorrhage ('excessive bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraine"), arthralgia ("joint pain"), pain in jaw ("jaw pain"), tooth disorder ("dental issue"), feeling abnormal ("brain fog"), abdominal pain ("abdominal pain") and dysmenorrhoea ("painful menstrual cycle"). The patient was treated with surgery (ablation and essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the allergy to metals, genital haemorrhage, migraine, arthralgia, pain in jaw, tooth disorder, feeling abnormal, abdominal pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, allergy to metals, arthralgia, dysmenorrhoea, feeling abnormal, genital haemorrhage, migraine, pain in jaw and tooth disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy') and genital haemorrhage ('excessive bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraine"), arthralgia ("joint pain"), pain in jaw ("jaw pain"), tooth disorder ("dental issue"), feeling abnormal ("brain fog"), abdominal pain ("abdominal pain") and dysmenorrhoea ("painful menstrual cycle"). The patient was treated with surgery (ablation and essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the allergy to metals, genital haemorrhage, migraine, arthralgia, pain in jaw, tooth disorder, feeling abnormal, abdominal pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, allergy to metals, arthralgia, dysmenorrhoea, feeling abnormal, genital haemorrhage, migraine, pain in jaw and tooth disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, patient's demographic details added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.